Event description:
It was reported that a malfunction on the pump occurred after it became extremely hot while charging in the customer's pocket. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.